Manufacturer narrative:
E1 initial reporter establishment name (B)(6). E1 address 1 and address 2 max character limit, the full address is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed depressed alinity I estradiol results. Sid (B)(6), a female 28 years old, undergoing ovulation induction, generated depressed alinity I estradiol of 676 pg/ml. The sample was retested with estradiol > 800 pg/ml, and automatic dilution of 3461 pg/ml. No impact to patient management was reported.